Event description:
It was reported that a patient had an unspecified failure on the homechoice device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Full functional testing, electrical safety testing, calibration and simulated therapy was performed and there were no findings that indicated and/or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A sample evaluation was performed and the device reset. The cause of the condition was determined to be faulty software eproms. To correct the condition, the software eproms were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.